Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, cracked display window, and minor scratched lcd window.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 220 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.